Event description:
After a successful transoral incisionless fundoplication (tif) procedure, the patient did well through the night. In the morning, because of blood in the stool, the physician performed an esophagogastroduodenoscopy (egd) and blood was found in the fundus of the stomach. The patient was transferred to another hospital and a 6cm laceration in the fundus was found. A thoracic surgeon at that hospital performed a right thoracotomy and applied a linear staple line to the laceration of the fundus. The patient was discharged, is doing well with no other complications.

Manufacturer narrative:
Device evaluated by manufacturer?because the adverse patient symptoms presented itself sometime after the procedure, the device had already been disposed of per the hospital's standard operating procedure and is not available for evaluation.no allegation of product malfunction.